Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas pure c 303 analytical unit. The initial result was 49.5 mg/dl. The repeat result was 153 mg/dl.

Manufacturer narrative:
The reagent lot number is 889120. The expiration date was not provided. The field service engineer (fse) replaced the sample probe, ise sipper and vacuum nozzles, adjusted the water pressure and cell wash volumes, and cleaned the water tank. The service maintenance actions performed by the fse resolved the issue.